Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00512. It was reported the patient had leads with low impedance. As a result, the patient underwent scs system explant on (B)(6) 2019.